Manufacturer narrative:
Epileptic seizures can be triggered by a wide variety of environmental factors, some of which could possibly be associated with the use of this device. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that an epileptic pt experienced a feeling of confusion the evening following treatment with a cavitron g120 scaler. The pt stated they only have seizures at night and that they felt like they had a seizure while awake.